Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08705 inches. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The test reservoir volume matches the units remaining in the status screen. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer had emergency medical service due to low blood glucose on (B)(6) 2018 and alleged for possible over delivery. The customer blood glucose level was unknown at the time of incident and the current blood glucose level was 288 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucagon. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated no symptoms related to high blood glucose. Customer stated that the drive support cap appears normal. The insulin pump will be returned for analysis.